Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) ¿ follow up MDR for device evaluation since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that the bd safety-lok luer was cracked/damaged/deformed. The following information was provided by the initial reporter: "we have had a number of needles that are cracking at the base- when being twisted onto the vaccine. It is causing the vaccine to leak. We do not think it is user error because it has happened with both students and our nursing staff. 3 cracked in one day. Please see below picture for the lot number." Additional info received on 02-nov23. Are you able to provide date of event? 10/13/23, (B)(6) 2023 and (B)(6) 2023. Do you still have the needle to send back for investigation? No. Are you able to provide photo of the crack needle? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.